Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left pulmonary artery using penumbra coil 400s (pc400s). It was noted that the patient¿s vessels were mildly tortuous. During the procedure, the physician experienced resistance while advancing a pc400 through the tip of a non-penumbra microcatheter and, therefore, the physician attempted to retract the pc400. While retracting, the pc400 unintentionally detached from the pusher assembly and, therefore, the physician removed the microcatheter with the detached pc400 inside. The procedure was completed using a new microcatheter, a new pc400, and additional coils. There was no report of an adverse effect to the patient.